Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('worsening menorrhagia/hypermenorrhea/heavier bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping almost all the time"), gait disturbance ("walking around causes the discomfort") and dyspareunia ("intercourse (discomfort)"). The patient was treated with surgery (diagnostic laparoscopy, hysteroscopy and novasure ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, gait disturbance and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, gait disturbance, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('worsening menorrhagia/hypermenorrhea/heavier bleeding') in an adult female patient who had essure (batch no. B93011, 904747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping almost all the time"), gait disturbance ("walking around causes the discomfort") and dyspareunia ("intercourse (discomfort)"). The patient was treated with surgery (diagnostic laparoscopy, hysteroscopy and novasure ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain lower, gait disturbance and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, gait disturbance, heavy menstrual bleeding and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-jun-2021: medical record received. Reporter information and essure lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('worsening menorrhagia/hypermenorrhea/heavier bleeding') in an adult female patient who had essure (batch no. B93011-inv, 904747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping almost all the time"), gait disturbance ("walking around causes the discomfort") and dyspareunia ("intercourse (discomfort)"). The patient was treated with surgery (diagnostic laparoscopy, hysteroscopy and novasure ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain lower, gait disturbance and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, gait disturbance, heavy menstrual bleeding and pelvic pain to be related to essure. Lot number reported b93011 is invalid. Lot number:904747 manufacturing date: 2011-09 expiration date:2014-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-jul-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('worsening menorrhagia/hypermenorrhea/heavier bleeding') in an adult female patient who had essure (batch no. B93011-inv, 904747,893011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping almost all the time"), dyspareunia ("intercourse (discomfort)") and gait disturbance ("walking around causes the discomfort"). The patient was treated with surgery (diagnostic laparoscopy, hysteroscopy and novasure ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain lower, dyspareunia and gait disturbance outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, gait disturbance, heavy menstrual bleeding and pelvic pain to be related to essure. Lot number reported b93011 is not valid. Lot number:904747 manufacturing date: 2011-09 expiration date:2014-09. Lot number:893011 manufacturing date: 2011-08 expiration date:2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('worsening menorrhagia/hypermenorrhea/heavier bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping almost all the time"), gait disturbance ("walking around causes the discomfort") and dyspareunia ("intercourse (discomfort)"). The patient was treated with surgery (diagnostic laparoscopy, hysteroscopy and novasure ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, gait disturbance and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, gait disturbance, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.